Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was found to have lost slack, so the slack was adjusted and the lead repositioned. The lead remains in service. No additional adverse patient effects were reported.